Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events (suspected thrombus and patient condition) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists thromboembolism as an adverse event, as well as a late post-implant complication, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency room with complaints of abdominal pain. This pain was attributed to cholecystitis. Patient had a computed tomography (CT) scan on their chest and abdomen on (B)(6) 2021 after concerns of an outflow graft and bend relief occlusion. The scans revealed an occlusion. The patient did not experience symptoms for this event. There were no changes to the patient's anticoagulation status or pump parameters that could have contributed to the occlusion. The plan was to continue to monitor the concern; no intervention was needed as the cholecystitis resolved. The patient returned home and was doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.